Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ the complaint device is not being returned, therefore is unavailable for a physical evaluation. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A review into the depuy synthes mitek complaints system revealed no similar complaint for this device's serial number. No corrective or preventative actions are required at this time, as no nonconformance or complaint trends were identified in relation to this serial number device and the reported failure. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the biomed that during an arthroscopy the pump does not stop even by pressing the power button. Another pump was used to complete the case. No patient consequences or delays. Additional information received via email from the affiliate on 11-27-17 . I called the customer about this issue, I had mr (B)(6) on the phone, he said the pump was activated for 3 hours before they tried to shut it off, and they turned it off by unplugging it from the electricity.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the biomed that during an arthroscopy the pump does not stop even by pressing the power button. Another pump was used to complete the case. No patient consequences or delays.